Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The home patient(hp)stated the patient line is full of air bubbles. The technical service representative(tsr) assisted the home patient(hp) to end therapy. The tsr advised the hp to check the patient line for air bubble before connecting. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm was confirmed. The root cause was determined to be air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding the low drain volume alarm. The hp did not remember any information regarding this alarm. As a result a sample and lot number were not available, therefore, no evaluation or batch review could be performed. There have been no other issues with therapy and there was no patient injury or medical intervention reported. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.